Manufacturer narrative:
Insulin pump received with scratched display window, cracked display window corner, cracked reservoir tube lip. Unit passed displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have low blood glucose of 29 mg/dl, which was treated with glucose tablets. Customer reported physical damage of insulin pump. Customer reported that insulin pump had stress marks near reservoir compartment and display screen. Customer reported that low blood glucose was due to incorrect settings.